Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain, fever, and cloudy pd effluent. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with injection cefazolin (sandoz) 1 gram, daily and injection heparin-natrium, 1000 iu (international units), daily (routes were not reported). Five days later, the treatment with heparin-natrium was discontinued. The following day, the treatment with cefazolin was discontinued. The next day, the patient began treatment for the peritonitis with aktil duo, tablets, 1000 mg, daily. Two weeks later, the treatment with aktil duo was discontinued. Twenty-seven days after the date of onset, the peritonitis was resolved and the patient was recovered from the event. It was not reported if treatments with dianeal and extraneal therapies were ongoing. No additional information is available.